Event description:
The customer reported that no live image was displayed on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connection contacts in the monitor were checked. The system was tested and found to be working as intended and put back into service.